Manufacturer narrative:
(B)(4). MFR. Report # 1031452-2013-01171 indicating the date of this report as 05/27/2013 when the correct date is 05/28/2013.

Event description:
Provider states shuts down after 40 minutes.